Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the foreign material could not be identified. It was unknown whether reprocessing was carried out as per the instruction for use. There was physical damage to the area where the foreign material resided and was deformed. However, a definitive root cause for the foreign material could not be established. The instructions for use states the inspection methods associated with the event in "bf-q290 chapter 3 preparation and inspection" and the prevention methods in "reprocessing manual bf-q290 chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had plastic fragments coming out of the forceps opening. The issue occurred during an unspecified procedure. There were no reports of patient harm.